Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of automatic mode switching (ams) due to noise and myopotential on the right atrial channel. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences reported.